Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to instability caused by incorrect selection (implants were too short/ did not have enough offset for patient's anatomy). Rep confirmed there are no allegations against the implants. An accolade ii stem and biolox head were revised. Rep confirmed that primary usage may be able to be provided, otherwise, no further information will be released by the hospital or surgeon.